Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/ moisture) issue. It was reported that keypad buttons had become unresponsive after exposure to moisture while swimming. It was also noted that the button symbols were faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact. Evaluation revealed the keypad buttons were responsive. There was no evidence of contamination found under the key contacts. Unrelated to the complaint, a review of the pump history indicated a time/date reset on (B)(4) 2013. The pump cover was removed investigation revealed an internal battery failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.